Manufacturer narrative:
The facility confirmed there was no malfunction with the invacare bed or bed rails being used at the time of the event. The patient was having a myoclonic seizure when the facility staff observed the left arm in between the bedside rails. The facility verified the arm was not stuck within the bed rail. After the seizure, upon repositioning of the patient, a hematoma appeared on her arm. The patient was x-rayed confirming her arm was fractured. Her primary caregiver refused transfer to the hospital. The treatment given was pain management and immobilization. A non-invacare bed rail pad was being used at the time of the event. The invacare bed owner¿s manual has warnings against using non-invacare accessories, including: danger! Risk of death, injury, or damage: bed accessories designed by other manufacturers have not been tested by invacare. Use of non-invacare bed accessories may result in injury or death. Use only invacare rails, mattresses, bed extenders and other accessories with invacare bed products.

Event description:
The patient was in bed with the side rails up for safety precaution. The patient had a seizure and her left arm went in between the side rails resulting in injury.